Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of experiencing premature battery depletion (pbd). The battery longevity had decreased from 29% to 16& within two months. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. Currently, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of experiencing premature battery depletion (pbd). The battery longevity had decreased from 29% to 16% within two months. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. Subsequently, this device was explanted and replaced with a new device. No additional patient adverse effects were reported. This s-ICD was returned to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of experiencing premature battery depletion (pbd). The battery longevity had decreased from 29% to 16% within two months. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. Subsequently, this device was explanted and replaced with a new device. No additional patient adverse effects were reported. This s-ICD was returned to boston scientific for analysis.